Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous radial artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was selected and advanced to dilate the target lesion. The physician 1st inflated the device at 12 atmospheres and on the 2nd inflation at about 12 atmospheres, the balloon ruptured. After pulling out the device, the physician found out that the proximal part of the balloon was slightly ruptured. No balloon segment was left inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).